Event description:
A report was received stating that during use on a pt, the cannula may have broken off of the administration set and remained under her skin. The pt could not confirm or deny that the fragment remained in situ. Pt was recommended to contact their physician. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.